Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40, lot # va15gpj, implanted: (B)(6) 2016, product type lead product ID 3387s-40, lot # va15gpj , implanted: (B)(6) 2016, product type lead.

Event description:
A manufacturer representative (rep) reported that, prior to an MRI, high impedances were seen on the left side with contact 0 on date notified. The results were as follows: c - 0 = 12031, 0 -1 = 13754, 0 - 2 = 14378, 0 -3 = 15578, with al other impedances were in range. It was stated that the patient had a fall not related to the device over 2 weeks prior to date notified, hurt their knee/can't put any weight on it, are on crutches, and are having an MRI for it. The patient is programmed on their left side 1- 2+ 3- so they haven't had any therapy issues, and are receiving effective therapy. Additional information received from the rep on nov-16 reported that no other actions were taken, the patient is currently not programmed on contact 0, and there is no information as to the root cause of the high impedances. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.